Event description:
Pt was in treatment when he received recurring machine alarms. Pt cancelled treatment and was removing the cassette in order to re-set up to continue when, he alleges, he found fluid in the cycler. Sample was discarded. Pt required to medical intervention as a result of this event. His effluent remains later.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 1 month. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. The batch record review confirmed the labeling material, and process controls were within spec.